Event description:
A customer reported she received the following erratic readings on her blood glucose meter within 10 minutes: 348 mg/dl, 316 mg/dl, 240 mg/dl and 123 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that the device was explanted after a implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to insufficiency, it was also learned that the patient expired in the operating room. In the operative report, it was noted that "there was posterior a-v groove dehiscence. A repair was attemted three times and was not successful, the patient expired."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. Unfortunately, the device is unavailable for return. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.